Event description:
Had a lav hysterectomy and total pelvic floor reconstruction which consisted of a cystocele, rectocele and enterocele using the repliform graft to repair pelvic organ prolapse and sui. I also had a sling placed under my bladder and repair to my urethral sphincter. Two weeks later, I became incontinent and was eventually diagnosed with a vesicovaginal fistula. I believe that at some point, during the procedures, that someone perforated my bladder which led to the erosion through my vaginal wall and subsequent urinary incontinence. Now urine only flows out my vagina - nothing has passed through my urethra for 4 months now-. I am scheduled for a repair surgery in 2008 and am hoping that this current situation is not permanent. Dates of use: still in me. Diagnosis or reason for use: pelvic organ prolapse, stress urinary incontinence.